Manufacturer narrative:
This device was not returned to the manufacturer for investigation only the contralateral device was which was found intact and functional this device was not returned to the manufacturer for investigation only the contralateral device was which was found intact and functional.

Event description:
Right-side MRI indicated rupture.

Manufacturer narrative:
Sientra complaint (B)(4). Device analysis: d8, g3, g6, h2, h3, h6, h10. Sientra received the suspected device from the customer and performed a failure analysis. The device was returned intact and functional with some bubbles observed in the gel; the device weighed 3.0g over specification. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. Correcting/updating this report to the correct serial number. Explanation: MDR that needed update; please see updates below and note: on 04/26/2022- (B)(6) hcp called in asking about payout and status for (B)(4) and provided additional information stating the rt device was sent- as left device did not show any issues during rev. Surgery. Correction: b5, b6, b7, d4.

Event description:
Left-side MRI indicated rupture.

Manufacturer narrative:
The device was returned intact and functional with some bubbles observed in the gel; the device weighed 3.0g over specification.